Manufacturer narrative:
H4; h: information was not provided by user facility. Evaluation summary; device (a) was returned with two b-formed staples; one was found on the middle of the iris body and the other on the sleeve flex ring flexure. The lower protective ring has a tear with tray marks on the outside edge of ring that appears to be the sleeve/iris tear origination point. Device (b0 was received with dry body fluids all over. The lower protective ring has a tear with fray marks on the outside edge of ring that appears to be the sleeve/ iris tear origination point. All other information is the samefor both devices.

Event description:
During an unk procedure, two devices broke. A 3rd like device was used to complete the procedure. There was no pt consequence.